Event description:
It was reported that the radiofrequency programmer head only intermittently interrogated devices, that at times it failed to recognize devices. The programmer head was returned for service. No patient complications have been reported as a result of this event

Event description:
It was reported that the radiofrequency programmer head only intermittently interrogated devices, that at times it failed to recognize devices. The programmer head was returned for service. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of only intermittent telemetry and the head failed all uplink amplitude tests and therefore its cable was replaced to resolve. (B)(4).